Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured prior to reaching 14atms. There is no information regarding the number of inflations and to what pressure, or the anatomy. There were no patient complications. Patient status was reported as 'okay'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.